Manufacturer narrative:
The approximate age of the device was 4 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient had a gi bleed on (B)(6) 2019. The patient was admitted that day and various tests, including an upper gi endoscopy, a push enteroscopy, and a deep ball enteroscopy, were performed. No source of the bleed was found. The patient was given 3 units of packed red blood cells and the inr goal was lowered to 1.8-2.3. The gi bleeding resolved and the patient was discharged on (B)(6) 2019.